Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaint reported from this lot. Based on the information reviewed, reported difficult to remove from anatomy resulting in tissue injury appear to be due to procedural circumstances. However, the reported patient effect of tissue damage is listed in the mitraclip instructions for use (IFU) as known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip caught in the chords causing damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted at a2p2. A second clip delivery system (cds) was advanced to the ventricle however the visualization was difficult due to the large rotated heart and the clip became caught in the chords. Troubleshooting was performed to free the clip however the chords ruptured and the mr increased to 4 again. The clip was able to be placed more lateral, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.